Event description:
Patient presented to the physician with redness and irritation at the chest incision site. Physician prescribed oral antibiotics.

Event description:
Patient presented back to the physician with continued infection at the chest incision site. Physician brought the patient into the or and removed the entire inspire system. Postoperative antibiotics were prescribed.